Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml morphine at 0.8 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had not gotten relief since the pump was implanted. No environmental, external, or patient factors may have led or contributed to the issue. A dye study was attempted on (B)(6) 2017, but they were unable to aspirate the catheter. The patient was being sent for an MRI and the doctor may decide to revise the catheter after. The issue was not resolved, however it was indicated the rep would have additional information by 2017-feb-14. The patient was noted to be "alive-no injury".

Event description:
Additional information received from manufacturer representative (rep) on 2017-feb-24 reported rep had no further information at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on (B)(6) 2017 reported a catheter revision was scheduled for (B)(6) 2017. It was noted a magnetic resonance imaging (MRI) was done to rule out granuloma formation. The cause of the inability to aspirate the cause was not determined and a catheter revision was scheduled. It was noted that the inability to aspirate the catheter was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.